Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit was alarming "vent inop and motor fault." The transducers were calibrated and the turbine differential transducer failed the calibration. There was no patient involvement at the time of the event.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the turbine differential pressure transducer being unresponsive to pressure input.